Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent air bubbles were observed within the canister. Customer either primed the tubing or ¿ignored¿ the bubbles to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.